Manufacturer narrative:
(B)(4).

Event description:
Cancer [cancer]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of cancer in a patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced cancer (serious criteria gsk medically significant). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the cancer was unknown. It was unknown if the reporter considered the cancer to be related to corega (unspecified denture adhesive or denture cleanser). Additional details, it was reported on social media site that overuse of corega causes cancer, be very careful. This report is being resubmitted to capture corrections. On following internal review it was determined that the initial receipt date was 11 oct 2019, which is earlier than initially reported. The initial receipt date was changed from 12 oct 2019 to 11 oct 2019.